Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ connector luer lock (c35) leaked fluid when disconnected from the injector. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "a different nurse today, (B)(6), with a different patient, disconnected the injector from the connector and again fluid started dripping out of the connector. It is almost like there is a delay where the connector isn't disengaging the micro-clave on the line quickly enough when the injector is disconnected."

Manufacturer narrative:
H6: investigation summary no samples or photos received for investigation. Three retained samples from the same lot were evaluated, no issues or defects observed. Also, all of them could be properly connected to a matting component. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history review was performed for the reported lot 2104203, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The performance of the sealing membrane is reduced after multiple perforations and extended activation time.

Event description:
It was reported that the bd phaseal¿ connector luer lock (c35) leaked fluid when disconnected from the injector. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "a different nurse today, sept 10, with a different patient, disconnected the injector from the connector and again fluid started dripping out of the connector. It is almost like there is a delay where the connector isn't disengaging the micro-clave on the line quickly enough when the injector is disconnected."